Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an upper gastrointestinal (gi) procedure performed on an unknown date. According to the complainant, during the procedure, the clip was deployed, but the clip jaws were bent and the clip fell into the esophagus. The clip was retrieved with the use of biopsy forceps and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.